Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Conclusion: failure observed during analysis. The lead was returned in two parts. Final analysis found insulation abrasion exposing the outer coil at 30.6 cm to 31.6 cm from the distal tip of electrode portion. The abrasion was consistent with constant friction to another implantable device. (B)(4).